Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional dragonfly optis device is filed under separate medwatch report number.

Event description:
It was reported that the dragonfly optis imaging catheter and the pressurewire x, wireless (pwx) device were intended to be used in the left anterior descending artery (lad) lesion with mild calcification and tortuosity. The pwx device was advanced to the target lesion without issue. However, the distal marker of the imaging crossed into the radiopaque portion of the pwx device. Therefore, the imaging catheter was removed, but then the radiopaque portion of the pwx device had looped around the imaging catheter resulting in the pwx device to be removed along with imaging catheter. The procedure was completed with another unspecified device. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficult to remove. It may be possible that the user¿s technique when removing the dragonfly over the guidewire may have contributed to the inadvertent interaction between the devices, resulting in the reported difficult to remove; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.